Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount. Performed visual inspection of the sensor tail and a watermark was present. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported that on (B)(6) 2019 she received a ¿scan again in 10 minutes¿ message from her adc freestyle libre sensor and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival, received a reading of 32 mg/dl on their meter and treated the customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. (B)(6). The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 she received a ¿scan again in 10 minutes¿ message from her adc freestyle libre sensor and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival, received a reading of 32 mg/dl on their meter and treated the customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.